Event description:
The customer contact reported inadvertent delivery due to syringe manipulation. At 2100, a 30ml syringe of hydromorphone 1mg/ml was loaded into the pump. For one hour, the pump sounded unspecified alarm conditions including not being able to read the bar code on the vial. The nurse adjusted and reseated the syringe several times. Reportedly for most of the hour, the tubing set was not attached to the patient and the tubing was clamped. At approximately 2200, the pump was programmed to deliver in the pca mode only, with a 0.2mg pca dose, a 5 minute lockout, a 2mg 4 hour limit and a 0.4mg loading dose and the delivery was started. The customer contact reported the patient was "checked at 2210 and was fine." At 2230, the nurse found the patient, "comatose" and in respiratory depression. The emergency personnel were alerted and a code was called. The patient was treated with five doses of narcan 0.4mg and oxygen therapy. After an unspecified length of time, the patient's respiratory status improved and the patient was able to be aroused. There were no reported adverse patient sequelae. The customer contact reported after the pump was removed from clinical service, it was noted that, "a significant portion of the syringe was gone." The patient reportedly received 15 mg more medication than intended. The user facility had determined that the placement of the patient label on the syringe, by user facility personnel, obscured the bar code resulting in the pump alarms. Additionally, the nurse's several attempts to adjust and reseat the syringe into the pump resulted in, "forcing some of the med into the tubing." Though requested no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.